Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant, the physician used a recalled product. Two sealing adaptors were used. The products were destroyed after the implant. No patient complications have been reported as a result of this event.